Event description:
Customer report of possible exposure to pt's blood after receiving cut, when using a tenderfoot preemie incision device while performing a plebatomy in ICU.

Manufacturer narrative:
Subsequent to customer contacting itc, itc received user facility form 3500a. Eval results - MFR eval/investigation currently in process. Eval conclusion - MFR eval/investigation currently in process.